Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooting itself. A technical support specialist (tss) dialed in to the station and checked the issue, and it was determined that a battery failure was causing the repeated reboots. Later also mentioned that station went to reboot by displaying the power got switched off and escalated the issue to a field service engineer (fse). Fse then performed troubleshooting and a visual inspection but was unable to reproduce the reported issue. All cable connections were reseated, and the power system was checked and no issues were found. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was caught in a reboot loop while showing an online status in remote smart service (rss). However, there were no delays, adverse events or injuries reported based on this event.